Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with test results from back to back blood tests of 292, 553, 110 and 490 mg/dl. The customer¿s expected am fasting blood glucose test result range is less than 100 mg/dl and expected result 2 hours post meal is 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique (using alcohol on the finger). During the call, a back to back blood test was performed by the customer 2 hours post meal and produced test results of 164 mg/dl and 153 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2023 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history: result 1: 292 mg/dl date: (B)(6) 2022 time: 1:58 pm 1 ½ hr after meal, result 2: 553 mg/dl date: (B)(6) 2022 time: 1:57 pm 1 ½ hr after meal, result 3: 110 mg/dl date: (B)(6) 2022 time: 1:49 pm 1 ½ hr after meal, result 4: 490 mg/dl date: (B)(6) 2022 time: 1:48 pm 1 ½ hr after meal, result 5: 77 mg/dl date: (B)(6) 2022 time: 8:36 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call 07-sep-2022 to ensure the initial concern has been resolve-able to establish contact with customer who stated they are comfortable with the glucose readings from the product. Customer states her meter and strips are now working fine and no further action is needed.

Manufacturer narrative:
Sections with additional information as of 13-oct-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.